Manufacturer narrative:
Patient¿s age was estimated from age at time of implant. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 10 months the patient remains on lvad support. The device was not returned for investigation. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017 the patient called the lvad clinician to report being extremely weak and unable to get out of bed. Earlier in the week, the patient had an inr of 5.0 and coumadin was held for 2 days. The patient was instructed to go to an outside hospital emergency room. Hemoglobin (hgb) was 4.5 and the patient was transfused 2 units packed red blood cells (prbcs) within a 24 hour period. The patient was transferred to the implanting center and admitted. Inr on admission was 1.9 and the gastrointestinal (gi) bleeding was described as melena for 2-3 days. On (B)(6) 2017 gi was consulted. Bleeding scan was negative for active bleeding. Arteriovenous malformations (avms) were not confirmed. No stools at hospital. The patient was transfused another 2 units pbrcs and hgb was 8.6. At the time of the event, the patient was on the anticoagulants aspirin and warfarin. On (B)(6) 2017 anticoagulation was restarted. On (B)(6) 2017 the gi bleed reportedly resolved.